Manufacturer narrative:
The manufacturer did not yet receive the devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It is reported that approx. 2 years ago (exact date of implant unknown at this time) patient was implanted a biolox delta liner size 52. Then, on (B)(6) 2014 a revision surgery was performed due to breakage of the ceramic biolox delta liner.